Manufacturer narrative:
One 6f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected and functionally evaluated. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The sheath tubing had been kinked 4.6" from its distal tip. In addition, the tubing had numerous damage sites whose appearance suggested mechanical contact and/or grasping. No other contributing visual anomalies were noted. The anchor and collagen locations were consistent with non-deployment. The anchor was then grasped and the device deployed. All components, including the tamper tube, were extracted; no functional anomalies were noted. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the device, as supported by the review of the manufacturing traveler and the analysis performed. The cause of the reported incident remains unknown. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure.

Event description:
It was reported an angio-seal was deployed via the right femoral arteriotomy. After clicking the sheath into the device, the physician pulled back on the device, but the tamper tube did not release from the carrier tube. The collagen was not able to be compacted and the angio-seal system remained in the patient. The patient was immediately taken to the operating room for surgery, where the angio-seal was removed and the common femoral artery was closed. The patient's hospitalization was extended due to this event. The patient did recover post surgery and was discharged from the hospital with no further complications.